Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped at school, after which the connector was broken and bent flat against the pump, preventing disconnection and trapping the cartridge inside, consistent with a failure to disconnect involving the connector/coupler; the user attempted removal with tools without success and switched to backup therapy. No injury clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a component-related failure at the connector/coupler leading to the inability to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.